Event description:
Based on additional information received, this report is being submitted as a retraction. See below: this event was initially created/submitted to FDA under complaint number, cmp (B)(4) on 9/4/24 under the wrong manufacturing site, MFR number (0002023141-2024-02839). To correct the error, a new complaint cmp (B)(4) was opened and the event has been submitted under the correct manufacturing site, 0001038806-2024-02196.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. This event was initially created/submitted to FDA under complaint number, cmp (B)(4) on 9/4/24 under the wrong manufacturing site, MFR number (0002023141-2024-02839). To correct the error, a new complaint cmp (B)(4) was opened and the event has been submitted under the correct manufacturing site, 0001038806-2024-02196. Therefore, all details related to this event will be captured under the new complaint cmp (B)(4), MFR number (0001038806-2024-02196). No additional reports will be submitted under MFR report number 0002023141-2024-02839. Bjohnson.

Event description:
It was reported by the patient that the patient had a permanent dental implant less than five years old. The abutment broke off in the patient's mouth and was almost swallowed. The patient had to go back to the dentist who then sent the patient to an oral surgeon. The surgeon had to remove the screw that was still in the implant. The patient then returned to the dentist who had to fit a new crown.

Manufacturer narrative:
This medwatch submission is associated with mw5157934, voluntary report received by the FDA. Zimvie complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.